Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported information. The MFR has been notified of the reported incident.

Event description:
It has been reported that the tubing leaked during surgery at one of the connection sites along the tubing line. No pt injury has been reported. As reported, no revision or medical intervention was needed.